Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment address: no. (B)(6).

Event description:
A customer reported to olympus, during a diagnostic gastroscopy, after the gastrointestinal videoscope was connected, the image was flickering (subject could not be recognized). The procedure was delayed by 10 minutes. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.